Event description:
The lay user/ pt contacted lifescan alleging that the product was prompting the apply sample issue. The customer care advocate walked the lay user through the troubleshooting and found out that the pt was using the correct testing technique and when retested with a new vial of test strips, the issue was resolved. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.